Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the o2 sensor. The ventilator passed the entire required test.

Event description:
It was reported that the 840 ventilator oxygen (o2) sensor reading was low. The ventilator was not in use on a patient at the time of the event.